Event description:
A report was received that the patient was experiencing frequent charging of the ipg and was not able to hold a charge. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per patient's preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing frequent charging of the ipg and was not able to hold a charge. The patient will undergo an ipg replacement.